Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead oversensed the patient¿s intrinsic p-waves resulting in inappropriate anti-tachycardia pacing (atp) and shock therapy. An x-ray confirmed lead dislodgement. It was reported that the patient had recently undergone tricuspid valve surgery. The patient was hospitalized pending surgical intervention. According to the local area sales representative, the physician does not plan on informing boston scientific of the resolution/outcome.